Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation. This report is to follow-up uf/importer report # 0504240000-2022-8021.

Event description:
Procedure performed: unknown. Event description: while introducing trocar into patients abdominal wall trocar bent while applying expected pressure to trocar & obturator, reached patient but no injury product is available for return. Patient status: no injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a damaged trocar as the cannula was bent. The wall thickness of the cannula and obturator were measured and met specifications. Based on the condition of the returned unit and similar previous incidents, it is likely that the reported event was caused by a high force exerted on the unit during insertion. It is possible that the physical characteristics of the patient contributed to the force exerted on the unit during insertion. This event is not reportable as it is unlikely to cause or contribute to death or serious injury. This report is to follow-up medwatch # (B)(4).

Event description:
Procedure performed: unknown. Event description: "while introducing trocar into patients abdominal wall trocar bent while applying expected pressure to trocar & obturator, reached patient but no injury" product is available for return. Patient status: no injury.